Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an artificial joint replacement surgery on (B)(6) 2019 and a reservoir was used. During the procedure, negative pressure could not be applied before use. The lot number is unknown. Further details are not provided there were no adverse consequences to the patient.